Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm 11500a inspiris resilia aortic valve in aortic position was disabled via valve in valve procedure after an implant duration of 2 years, 11 months due to aortic insufficiency. Physician could not cross the first 23mm 9755rsl transcatheter valve and had it removed. Bav was performed and another 23mm 9755rsl transcatheter valve was successfully implanted.